Event description:
This patient was in a serious automobile accident. They suffered from multiple organ failure as well as aortic dissection. Approximately 24 hours after implant of a gore tag thoracic endoprosthesis, a CT scan revealed the tag device was now 50% constrained proximally between the left fommon and the left subclavian arteries. In the reintervention the physician gently ballooned the tag device, and inserted a cook gianturco z stent. The physician removed all the barbs off the device prior to implantation. The physician was very pleased with the results. Initially this first tag procedure was viewed as a bridge to open surgery when the patient's health could withstand such. Currently open surgery options depend on the status of their recovery.